Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the stored episodes and presenting electrogram (egm) which showed intermittent oversensing of artifacts on the right atrial (ra) lead. It was noted that the ra lead is a non-boston scientific lead. Ts discussed programming optimization with the hcp. No adverse patient effects were reported. This crt-p and ra lead remain in service.